Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -18.0/4.0/155 (sphere/cylinder/axis), implantable collamer lens was implantd into the patients right eye (od) on (B)(6) 2020. "Significant refractive surprise after re icl implantation" was reported. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additrional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -18.0/4.0/155 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. The patient experienced refractive surprise (increased astigmatism). The lens was explanted and a replacement lens was implanted. Reportedly "the original lens was explanted and replaced with a non-toric - va was around (B)(6) unaided and vault ok". The cause of the event is unknown. Claim# (B)(4).